Event description:
The customer reported being hospitalized twice. The customer stated that the first hospitalization happened a few years ago. The customer stated that her blood glucose dropped while having a colonoscopy. Then the customer was hospitalized due to low blood glucose of 20mg/, and her blood glucose was treated with a manual injection. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.